Manufacturer narrative:
It was reported that a communication failure occurred during surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation, the vent was caused by a known anomaly. UDI# : (B)(4).

Event description:
During guidance of depth electrodes placement, robot shut down while in the intermediate position. Robot arm was not moving, and nothing was being touched. Shutdown at approximately 9:35am. No issues after restarting.